Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 28-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for spinal pain. It was reported patient had lead revision on (B)(6) 2019. Patient stated the leads that were in the neck were ¿torn loose¿ due to a fall on (B)(6) 2018. It was mentioned the fall was related to this issue and the revision had occurred on (B)(6) 2019. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the current status of the affected lead, patient stated it was in proper placement, and the charger just broke. No further complication and no symptoms were reported.